Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated remaining longevity had decreased from 7 years to 2 years over the course of 11 months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and battery assessment will be performed again in 3 months. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated remaining longevity had decreased from 7 years to 2 years over the course of 11 months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and battery assessment will be performed again in 3 months. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, that the battery of this implantable device was suspected to be depleting prematurely. As the estimated remaining longevity had decreased from 7 years to 2 years over the course of 11 months. A request was made to have technical services, analyze data from this device. Data analysis confirmed, the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. And battery assessment will be performed again in 3 months. No adverse patient effects were reported.